Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the cgm was low and based on the readings the patient self-treated with cola. The cgm reading remained the same, so the patient decided to go to hospital. The patient was experiencing a stomachache and not feeling well. At the hospital they took a bg reading which was 30.0 mmol/l. The patient was treated with insulin. The patient stayed at the hospital for less than 24 hours. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.